Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information was performed. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Correction to the initial MDR in block(s) MFR site facility name, MFR site address 1, MFR site city, MFR site zip/post code, MFR site country (g1), in section g - all manufactures.

Event description:
It was reported that pericardial effusion (pe) and cardiac tamponade occurred. The procedure was cancelled. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. Pre-procedure transesophageal echocardiogram (tee) imaging confirmed there was no pe noted prior to the procedure. Venous access was obtained and transseptal puncture (tsp) was performed and a watchman fxd curve access system (was) was advanced. A 27mm watchman flx pro closure device and delivery system (wds) was inserted and deployed, yet did not meet release criteria after four full deployments so it was removed. A 31mm wds was inserted and a full deployment was performed. During this deployment, a pe was noticed in the right, central area of the heart. A pericardiocentesis was performed where bright red blood was removed and the pe was monitored. After heparin reversal, the pe did not stop, so the procedure was aborted. The patient was transferred to the operating room for cardiac surgery where a sternotomy was performed, a small cardiac perforation was discovered in the distal end of the laa, and a non-boston scientific (bsc) atrial clip was surgically placed. The patient is stable and is expected to fully recover. The device is not expected to be returned for analysis. It was further confirmed that device was disposed. There was no issues with the transseptal puncture workflow noted. There was no device malfunctions or contribution from versacross. Activated clotting time (act) was therapeutic. The patient has been discharged.

Manufacturer narrative:
Correction to the follow-up 1 MDR in block(s) describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information was performed. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that pericardial effusion (pe) and cardiac tamponade occurred. The procedure was cancelled. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. Pre-procedure transesophageal echocardiogram (tee) imaging confirmed there was no pe noted prior to the procedure. Venous access was obtained and transseptal puncture (tsp) was performed and a watchman fxd curve access system (was) was advanced. A 27mm watchman flx pro closure device and delivery system (wds) was inserted and deployed, yet did not meet release criteria after four full deployments so it was removed. A 31mm wds was inserted and a full deployment was performed. During this deployment, a pe was noticed in the right, central area of the heart. A pericardiocentesis was performed where bright red blood was removed and the pe was monitored. After heparin reversal, the pe did not stop, so the procedure was aborted. The patient was transferred to the operating room for cardiac surgery where a sternotomy was performed, a small cardiac perforation was discovered in the distal end of the laa, and a non-boston scientific (bsc) atrial clip was surgically placed. The patient is stable and is expected to fully recover. The device is not expected to be returned for analysis. It was further confirmed that device was disposed. There was no issues with the transseptal puncture workflow noted. There was no device malfunctions or contribution from versacross. Activated clotting time (act) was therapeutic. The patient has been discharged. It was further corrected that a cardiac tamponade did not occurred, but it occurred a cardiac perforation instead.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that pericardial effusion (pe) and cardiac perforation occurred. The procedure was cancelled. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. Pre-procedure transesophageal echocardiogram (tee) imaging confirmed there was no pe noted prior to the procedure. Venous access was obtained and transseptal puncture (tsp) was performed and a watchman fxd curve access system (was) was advanced. A 27mm watchman flx pro closure device and delivery system (wds) was inserted and deployed, yet did not meet release criteria after four full deployments so it was removed. A 31mm wds was inserted and a full deployment was performed. During this deployment, a pe was noticed in the right, central area of the heart. A pericardiocentesis was performed where bright red blood was removed and the pe was monitored. After heparin reversal, the pe did not stop, so the procedure was aborted. The patient was transferred to the operating room for cardiac surgery where a sternotomy was performed, a small cardiac perforation was discovered in the distal end of the laa, and a non-boston scientific atrial clip was surgically placed. The patient is stable and is expected to fully recover. The device is not expected to be returned for analysis.